Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. The customer reloaded the cartridge and stated they would call again if the issue recurred for further troubleshooting.